Event description:
The caller reported that the infusion device presented an occlusion error. The customer changed the infusion set, however the occlusion error persisted, which resulted in elevated blood glucose levels. The customer was taken to the hospital, where she received a blood glucose result of 489 mg/dl and was admitted into the ICU. The customer was diagnosed with diabetic ketoacidosis and was treated with an insulin IV. At the time of the report the patient was still hospitalized, it is unknown when they will be discharged.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.